Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after an infusion set supply change while using 6 mm, 23 inch infusion sets; the user replaced various infusion set components, confirmed drops through unclipping and fill tubing, and declined an additional supply change at the time. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no device alerts and no identifiable device malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.